Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient had presented with a significant amount of air and bubbles in the infusion tubing, and the pump had failed to alarm. The continuous infusion rate had been set at 0.6 ml/hr. The total reservoir volume had been calculated as follows: ordered dose of 11.55 mcg/day, administered dose of 80.875 mcg, total volume 102.7778 ml (with the pump programmed at 103 ml), and a volume with overfill of 109.972 ml. At the time of incident, 13.5 ml had been administered. The air detector had been turned off, while the upstream sensor had been on. The infusion duration had been programmed for 168 hours. At 12:51, the patient had clamped the line at home, and by 14:20, had been connected to a new pump. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.